Event description:
The pts normal blood sugars are between 7-9. Pharmaceutical delivery systems provided detailed analysis results on 8/14/2002: the complainant did not return the device to the MFR for investigation. Thus it is not possible to determine if the complaint device malfunction. The complaint description is insufficient to conclude that a device malfunction occurred. Update 7/26/2002: added contact detaisl for another hcp. Case updated accordingly. Update 7/26/2002: added pts normal blood sugar values to the case. Case updated accordingly. Update 8/8/2002: opaque cartridge holder added to internal comments in suspect device page. Case updated accordingly. Update 8/14/2002: pharmaceutical delivery systems result/conclusions on the suspect device page, updated the narrative and the cioms-ii field.

Event description:
This device case, reported by a non health care professional, concerns a pt. The pt was diagnosed with diabetes in 5/2000. The pt was receiving other medication but details were not given. The pt had been receiving (36 units in the morning, 20 units in the evening) 30% soluble / 70% isophane insulin solution (humulin m3) via a pen injection device (humapen ergo - opaque cartridge holder) since 5/2000. In 1/2002 the pt's blood sugars were all over the place, often above 25 mmol/l and sometimes of the scale of the pt's meter. In 2002 the pt was hospitalized as pt suffered a massive brainstem stroke, with the clot splitting into three. The reporter states that the doctors told the pt that pt was lucky to be alive. The pt was unable to walk, lost their sight in their left eye and lost movement of their upper left side of their body. The pt was discharged from hospital at the end of 03/2002. The only explanation the doctors could give for the stroke was pt's high blood sugars. Nobody at the time of the event suggested that the humapen ergo was at fault. While the pt was in hosp pt was given a new humapen ergo - clear cartridge holder and their blood sugars since have been fine. The reporter states that the articles in the newspaper about the device alert have prompted the pt to ask whether or not the pen was at fault. The pt does prime their pen and said that pt could not remember any problems with priming, however the old pen had felt stiff on occasion. At the time of reporting 30% soluble / 70% isophane insulin solution continues and the pt was recovering from the events. It was unknown at the time of reporting if the events had abated. The pen injection device with an opaque cartirdge holder is due to be returned for further analysis. F/u is being conducted with the health care professional. The event was not assessed by a health care professional.